Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp with groshong catheter - japan only products that are cleared in the us. The pro code and 510k number for the x-port isp with groshong catheter products is identified in d2 and g5. H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with attached groshong catheter was returned for evaluation. The proximal segment was returned attached to the port body; the distal catheter segment was not returned. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for catheter break issue, as a complete circumferential break was noted at approximately 1.0mm from the distal end of the cath-lock. The edge of the circumferential break at the distal end of the cath-lock was jagged with a smooth rounded, and rough granular surface.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequacy. H10: g4, h6(device: 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement in the front chest via left subclavian vein, a x-ray examination demonstrated that the catheter allegedly broke. It was further reported that the port body was removed, however, the distal segment of the catheter was unable to be removed due to adhesions and remains in the patient. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post port placement in the front chest via left subclavian vein, a x-ray examination demonstrated that the catheter allegedly broke. It was further reported that the port body was removed, however, the distal segment of the catheter was unable to be removed due to adhesions and remains in the patient. The patient status was unknown.